Event description:
It was reported that this patient with an implanted cardiac resynchronization therapy pacemaker (crt-p) system was experiencing chronic pain on their left side and diaphragmatic stimulation. Boston scientific technical services (ts) reviewed all left ventricular (lv) lead programming options with the healthcare provider (hcp) and each option was tested. The lv lead is not a boston scientific product. The patient felt some symptoms with each lv programming option that was tested, including in some cases experiencing pain, discomfort with pacing, nausea, chest pressure and undesired sensations. Ts asked the hcp to test right ventricular (rv) lead-only pacing to attempt to rule out the lv lead. The hcp indicated that the patient feels best with rv lead-only pacing and asked if they should make this a permanent programming change. Ts discussed that this is a clinical decision and the hcp indicated they will discuss this with the physician. The products remain in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).